Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Pump data log review was completed on (B)(6) 2025. Pump data logs were reviewed for december 5, 2024. Based on the review conducted, there was no evidence that the pump experienced a malfunction or failure. There was a total of eight user requested boluses on this day. Prior to each of these eight boluses there was a button interaction, followed by a successful screen unlock, and a bolus confirmation. In one instance, the user also entered a carb value prior to the bolus confirmation. Additionally, there were 10 automatic correction boluses that were requested by the control-iq algorithm. Control-iq predicts glucose values 30 minutes ahead, based on cgm readings, and adjusts insulin delivery accordingly. The complaint could not be confirmed.